Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer will not power on. The power supply found out of electrical specification. Analysis also found the lower case handle was broken.

Event description:
It was reported the programmer failed to power up. Unable to run the repair disk. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.